Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Technical services (ts) provided this was the first out of range alert received. Ts suggested reprogramming recommendations. This rv lead remains in service. No adverse patient effects were reported.